Event description:
A report was received that the patient's precision system was explanted due to a possible infection at the pocket site. The patient's symptoms include: fever, redness, and sensitive to touch around the pocket site. The patient was prescribed IV and oral antibiotics. The patient was reportedly doing well after the explant.

Manufacturer narrative:
The explanted devices will not be returned to bsn, as they were discarded by the medical facility.